Event description:
It was reported that during attempt to implant the implantable cardioverter defibrillator (ICD) it was indicated when the lead was inserted and screw tightened it was noted that the set screw was defective. The ICD was removed and exchanged for another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis no anomalies were found. (B)(4).